Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. Customer's blood glucose was 67 mg/dl at the time of the report. Customer would continue to use the pump for insulin therapy.